Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
Customer reported a battery out limit alarm. The customer's blood glucose was 117 mg/dl. The customer stated the alarm occurred during normal use. He also reported the insulin pump had fallen in the water. He also reported receiving a failed battery test alarm. The customer was advised to monitor the insulin pump. No additional information provided.